Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and high impedances were discovered on the lead. Therefore, the patient underwent a revision procedure to replace the lead. No devices were made available for return. No further information has been able to be obtained despite good faith efforts. Additional information was provided that the paddle lead and linear lead were both explanted and replaced with two new paddle leads. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional information provided in blocks b5, d1, d4, g1 and h11. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial/batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and high impedances were discovered on the lead. Therefore, the patient underwent a revision procedure to replace the lead. No devices were made available for return. No further information has been able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.